Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to the tubing frayed near the pump resulting in the device to no longer inflate and fluid loss. The ipp cylinder, pump, and reservoir was explanted and replaced with a new ipp cylinder, pump, and reservoir. There was no further intervention required following the procedure.

Event description:
It was reported that the patient underwent a surgical procedure to revise this inflatable penile prosthesis (ipp) due to the tubing frayed near the pump. The ipp cylinder, pump, and reservoir was explanted and replaced with a new ipp cylinder, pump, and reservoir.